Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain. It was reported that the patient fell. It was suspected that the tibia was loose prior to surgery. The surgeon discovered that all the component was loose. There was also some poly wear and osteolysis. It was felt that the femoral component was oversized and possibly contributed to the fall.